Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during bolus. Customer's blood glucose at time of incident was 460 mg/dl. Customer was asked to deliver 5 unit via fill cannula. Customer stated insulin exits during 5 units fixed prime. The customer was advised to change insertion site.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.